Manufacturer narrative:
This product was attempted and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this bradycardia lead was used during an attempted upgrade from a dual-chamber implantable cardioverter defibrillator (ICD) to a biventricular (biv) ICD system. Multiple attempts were made to place the lead in the left bundle branch area; however, adequate pacing thresholds and consistent left bundle branch capture could not be achieved. Per protocol, the lead was replaced after multiple unsuccessful placement attempts. A suitable left bundle branch pacing site could not be identified, and the physician was also unable to complete the upgrade. Ultimately, only an ICD generator replacement was performed and a new lead was implanted. This product will not be returned. No additional adverse patient effects were reported.